Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient on (B)(6) 2019 for treatment of urinary incontinence and rectocele. The patient presented with urinary retention on (B)(6) 2019 and a sling revision procedure was performed. As reported by the patient's attorney, the patient experienced unspecified complications.

Manufacturer narrative:
This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(6) medical centre. Foreign: (B)(6). Patient codes: (B)(4). Impact code (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.